Event description:
It was reported that oversensing with inappropriate shocks occurred approximately 24 months after implantation. The pacing impedance was out of range (> 3000 ohm) and loss of capture was observed. The shock impedance was in range. A lead damage was suspected. The connector part of the lead was cut off and explanted. The rest was capped and left in situ. A new lead was implanted.

Manufacturer narrative:
The returned lead was capped off approx. 21 cm distal from the df4 connector pin and only fragments were available. Only the proximal portion of the lead was returned for analysis. The distal portion of the lead, including the lead tip, was not returned for analysis. The returned fragments were visually, mechanically, and electrically inspected. Apart from the lead being severed, no damage was noted. Measurement of the dc resistance for the electrical leads showed no irregularities. Analysis did not show any other deviations that could be linked to the clinical complaint. The production process for this lead was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary: there was no indication of a materials defect or a manufacturing defect.